Event description:
The described event happened outside the u.s., in (B)(6). According to the received information, 4 days after the injection of 0.8ml of teosyal rha2 in the lips region and the nasolabial folds, the patient presented with a vascular occlusion and a possibly an infection in the superior labial territory.